Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found alarm holder, input fitting and battery cap damaged. Device underwent functional testing by hooking up to oxygen pressure. The reported customer complaint was confirmed due to a faulty manometer. However, the problem source has been determined to be unknown. Manometer needle did not rise with increase in pressure.

Event description:
(B)(4): gauge is malfunctioning.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac gauge is malfunctioning. No patient adverse events reported.